Event description:
It was reported by the surgeon that the patient had vns implanted about a year ago ((B)(6) 2014) and came to his office on (B)(6) 2015 reporting that part of her lead exposed through her neck. He stated a concern for infection. He noted that he did not know what caused the lead to come through her neck and did not seem to gather that from the patient. His plan was to ask to offer to address this issue surgically on (B)(6) 2015. The plan was not to replace the lead or generator. His plan was to "clean out" the open area as much as possible, put the lead back in place and close. He said the patient said her device is "working fine" and controlling her seizures. The neurologist's office reports that the patient was seen on (B)(6) 2015 and had no known issues at that time. The office medical assistant noted on (B)(6) 2015 that the patient called the previous week and expressed that her wire was coming out of her neck. They disbelieved her and said if that was the case, she should go to the emergency room. The patient expressed there was fluid coming out at the site, perhaps blood or some other fluid. They then again suggested she go to the emergency room. The neurologist's office does not known what caused the lead to come through the neck. The surgeon's staff expressed that the patient has been asked to go to the emergency room on (B)(6) 2015, where the surgeon planned to close the wound. Upon follow-up, it was reported that the patient did have surgery on (B)(6) 2015. No additional relevant information has been received to date. Review of the generator and lead device history records confirmed all quality tests were passed and sterilization was performed prior to distribution